Event description:
Md was doing a fem-fem bypass and was tunneling the graft across the lower abd with a kelly-wick tunneler and while pulling it across the tunnel space, the plastic rings popped off the outside of the graft.